Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lymph leakage occurred from the right groin after the implant procedure of the leadless implantable pulse generator (ipg). The puncture site was sutured. Device remains in use. No further patient complications have been reported as a result of this event.